Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedance with contact 4 at 35020 ohms was discovered. No stimulation issues or symptoms reported. The rep moved programming up one contact to avoid the affected contact. The rep also provided the patient with a back up program. The cause is unknown, but the issue was resolved. The rep noted they would submit any new information that become aware of.